Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis; the stent was not returned. Visual inspection was performed and found the push catheter was kinked and the guide catheter was detached. No other damages were noted to the delivery system. Product analysis could not confirm the reported event of stent difficult to advance, as the stent was not returned. The damages noted were most likely a result of procedural factors encountered during the procedure. It might be that the amount of force applied to the device when pulling the pull wire from the cap contributed to the damages noted to the guide catheter and the push catheter. However, the reported event of stent difficult to advance happened during the procedure, and it is not possible to replicate in the laboratory of analysis. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was to be used during a procedure performed on (B)(6) 2024. During the procedure, the pusher did not pass through the working channel after several attempts. The physician tried to push the prosthesis with cannulatome, but with no success. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result that reveals the catheter-guide was detached. Please see block h11 for full investigation details.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was to be used during a procedure performed on (B)(6) 2024. During the procedure, the pusher did not pass through the working channel after several attempts. The physician tried to push the prosthesis with cannulatome, but with no success. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result that reveals the catheter-guide was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis; the stent was not returned. Visual inspection was performed and found the push catheter was kinked and the guide catheter was detached. No other damages were noted to the delivery system. Product analysis could not confirm the reported event of stent difficult to advance, as the stent was not returned. The damages noted were most likely a result of procedural factors encountered during the procedure such as the tortuosity of the procedure and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure.